Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unable to verify calibration error or test auto mode due to motor anomaly.

Event description:
The customer reported via phone call that they insulin pump had auto mode that was not working. The customer¿s blood glucose level was 200 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.